Manufacturer narrative:
A prepaid label has been sent to the consumer for return of the product. Consumer has not returned the product.

Event description:
Consumer alleges the cord on his heating pad overheated and damaged his dresser. No injuries were reported with this incident.